Event description:
Customer reports sinus infection presenting with nasal congestion, cough, and postnasal drip. The customer was evaluated by the physician in june, july, and october. Zithromax was prescribed at each visit. A chest x-ray was performed in october; results are currently pending/unknown.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. Reporting for due diligence: it should be noted that the customer reported experiencing symptoms in june, with recurrence in july. In october, the customer traveled on a cruise and did not utilize the soclean device during that period but continued to experience similar symptoms. The customer has indicated that it is possible the CPAP device itself may be contributing to these symptoms. Given that symptoms recurred in october despite not using the soclean device for approximately one month, it is reasonable to conclude that the reported symptoms are more likely attributable to factors unrelated to the soclean device.